Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced bladder infections, pelvic pain, lower back pain, hip pain, consistent cramping in the lower abdomen, and bleeding and pain during sex. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/10/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.